Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 18dec2024, it was clarified that there had been some confusion on the customer end regarding which part to replace to resolve the black lcd issue. The customer stated that they ended up replacing the entire user interface (ui) assembly to resolve the issue. It was confirmed that the issue was corrected, and the device had been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) was black. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was able to be turned on, but nothing could be seen. The customer had attempted to replace the power management (pm) printed circuit board assembly (pcba) and the pm cable, but the issue persisted. The customer requested their options for resolving the issue. The rse provided the customer with the part information for the 2nd generation lcd, 2nd generation lcd cable, 2nd generation user interface (ui) pcba, lcd to ui pcba cable, 2nd generation lcd tray, and screw pack. The rse also provided the customer with the part information for the gray ui assembly without navigation ring and the white ui assembly without navigation ring. This investigation is ongoing.